Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified signs of use and wear and tear. The handle of the device has some wear near the distal end of the device. The strike plate also has some witness/impaction marks. The grey poly impactor tip has fractured and all pieces were returned. There is also some epoxy residue on the threads of the device. Measured the handle and the strike plate of the device. The features of the fracture surface visually align with which a bending overload fracture failure mode was previously identified. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the impactor fractured while hitting the glenosphere implant. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.